Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed incoming testing. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the r2 resistor was open inside the distribution node. The cause of the incoming test failure could not be positively identified, however, the open resistor may have contributed to the failure. No adverse event resulted from the open resistor. The last patient to use this belt did not report any deficiencies.